Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the patient was experiencing inefficient pain therapy. The patient underwent an implantable pulse generator (ipg) explant procedure. Unable to obtain further information.